Manufacturer narrative:
The pump was received with a critical error, and pump error was found in the formatted history file due to a corroded electronic assembly. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump also had minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error. Customer's blood glucose at time of incident was unknown mg/dl. The customer was unable to clear the alarm. The customer stated that critical pump error occurred on the pump after it was removed from patient. The customer was placed on a sliding scale insulin treatment. The customer was advised that we are sending replacement directly to the hospital. The customer was admitted to the hospital but not diabetes related incident. The customer does not wish to disclose information of hospitalization.